Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It has been reported that one syringe 60 cc ll tip convenience pak has been found containing foreign matter before use. The following has been provided by the initial reporter: it was reported that a visual inspection of sterile product made in the bd 60cc syringe was performed and a total of six black particles were found. Event description states, "on (B)(6) 2019 a visual inspection of sterile product made in the bd 60cc syringe was performed and a total of six black particles were found. These particles were isolated and upon inspection determined to be rubber material similar to the stopper found in each syringe."